Event description:
It was reported that the patient experienced self-described surges throughout their body while charging their deep brain stimulation (dbs) implantable pulse generator (ipg) device, affecting their speech and postural gait disturbances. High impedances were discovered on contact 2c and a database analysis was obtained, however engineers could not confirm the root cause of the reported event. The patient underwent exploratory surgery where the physician assessed that the ipg had migrated and was entangled with the lead extension causing the high impedance and surges while charging. The physician replaced the ipg and lead extension, confirmed impedances were normal and completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5002010.

Event description:
It was reported that the patient experienced self-described surges throughout their body while charging their deep brain stimulation (dbs) implantable pulse generator (ipg) device, affecting their speech and postural gait disturbances. High impedances were discovered on contact 2c and a database analysis was obtained, however engineers could not confirm the root cause of the reported event. The patient underwent exploratory surgery where the physician assessed that the ipg had migrated and was entangled with the lead extension causing the high impedance and surges while charging. The physician replaced the ipg and lead extension, confirmed impedances were normal and completed the procedure. The patient did well post-operatively.

Manufacturer narrative:
Db-1216, serial number (B)(6). The returned vercise ipg and exhibits normal characteristics. A product labeling review was performed and did not reveal any anomalies. A review of the database logs could not confirm the root cause of the reported allegation. Additionally, the instructions for use (IFU) states that side-effects of stimulation, failure or malfunction of any part of the device including hardware malfunctions, loose connections, electrical shorts or open circuits are a known inherent risk of device. Db-3125-55b, serial number (B)(6). The returned deep brain stimulation (dbs) lead extensions visual inspection revealed that it was cleanly cut into two pieces approximately 52 cm from the distal end of the lead extension. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the returned portion of the lead aside from the clean-cut.